Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The breath delivery unit (bdu) printed circuit board (pcb) was returned to medtronic¿s failure analysis laboratory. A visual inspection was performed and no anomalies were observed. An investigation was performed and the reported issue was not duplicated. No fault was found with the returned bdu pcb.

Event description:
It was reported that, an 840 ventilator generated an error code which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) verified the event and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed all testing and operated within the manufacturing specifications.